Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) up to 377 mg/dl with symptoms of nausea and a bad headache associated with an alleged remaining insulin reading issue. The patient also reported "feeling really weird". Reportedly, the patient remained on the pump and received treatment by a health care provider in the form of phone advice and used food and/or drink as treatment. During troubleshooting with customer technical support, it was revealed that the cartridge was reading more than 20 units less than what was in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged history settings issue.